Manufacturer narrative:
A user facility response to a good faith effort(gfe) was provided via e-mail on aug.4 2021. Thirteen devices were involved in this contamination event, with no patient involvement. The type of pollution was found to be dirt / sediment from well water. They could see the dirt in the water, no scopes were processed in dirty water. The dirt ran through the water system and that took care of the problem. We confirmed that the hospital was cleaning the scopes according to the instructions for use, but could not clean due to dirty water. Also, this event occurs only one day and does not occur repeatedly. Evaluation summary: it was caused due to incorrect reprocessing by the customer. In addition, we confirmed that the lg cable connector assy scratch and the body cover grip scratch; however, these are not related to the alleged complaint. Related MDR:9610877-2021-10449,9610877-2021-10450, 9610877-2021-10451, 9610877-2021-10464, 9610877-2021-10465, 9610877-2021-10466, 9610877-2021-10467, 9610877-2021-10468, 9610877-2021-10469, 9610877-2021-10470, 9610877-2021-10471, 9610877-2021-10472. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred during reprocessing. There was no report of patient harm. Not known for the exact date, we just know the year the complaint was sent in to manufacturer. Potential endoscope contamination. Today we had an issue without water which caused our scopes to either no get cleaned after procedure or they were cleaned with dirty water.